Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was treated with vancomycin (dose and frequency was unknown) intravenously (IV) for peritonitis. Four days after the hospitalization, the patient was discharged from the hospital. The patent¿s outcome was unknown. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k07024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.